Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (component code changed from 525 - tube to 4761 - access port). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign materials were not identified. The foreign material residue points were confirmed to be free from deformation and it is unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, a definitive root cause could not be established. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) process for the air/water nozzle and it was unknown whether reprocessing was practiced in accordance with instruction for use since the customer did not provide a response whether if there were any abnormalities in the accessories used for reprocessing and whether the air/water nozzle was flushed with detergent solution. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) process for the suction channel and it was unknown whether reprocessing was practiced in accordance with instruction for use since the customer did not provide a response whether if there were any abnormalities in the accessories used for reprocessing. The instructions for use states the detection methods associated with the event in instructions for gif/cf/pcf-290 series, operation manual chapter 3, ¿preparation and inspection¿, and the prevention methods in instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the nozzle of the videoscope had foreign material and foreign material came out of the suction port of the suction tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.